Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot #? Any patient consequences as a result of event report? Was procedure completed successfully ? Please confirm the specific number of patient events ?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the unknown suture was used. A needle has become completely detached from the suture material. The suture had been passed through the tissue and then became detached, leaving the suture material in the tissue of the patient and the needle separate in the needle holder. Additional information has been requested.